Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 20-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that stimulation wasn't covering the patient's painful areas for one week. A manufacturer's representative (rep) reported that the patient had not fallen since 2019. An x-ray was done with revealed that the lead had migrated down one vertebral body. Impedances were good. The rep reprogrammed the patient and recaptured painful areas with stimulation. The issue was resolved.